Event description:
It was reported that bd texium closed male luer with female cap was leaking the following information was received by the initial reporter with the following verbatim. Chemo nurse's specific location where incident occurred: infusion room incident description: patient arrived at the office for ci pump removal after completion. When this nurse went to disconnect the ci tubing from the patient, I noted white crystalized crust at connection between the end of the tubing and the texium cap. When the patient was asked if he noted any drainage on his person or on his clothes while receiving the continuous infusion, the patient reports that he had only noted a speck of white on his mid chest before arrival and cleaned it off with an alcohol pad. This nurse assessed the skin on his torso and didn't note any redness or skin irritation. Advised the patient to clean with soap and water and pat dry, wash all clothes in warm water for 2 cycles, continue to monitor for skin irritation, and follow up with this office for these symptoms. Port flushed/heplocked per tcs policy before discharge home.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10012241-0500 and lot# 25017428 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 31jan2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.